Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an error code 1005 was triggered when it comes to this device during an urgent check. The patient had a ventricular storm thus tachycardia therapies were tuned off. A review of this case by boston scientific technical services (ts) noted that this particular code indicates an open circuit detected during shock delivery. One high out of range shock value was recorded while all shock values in the initial vector were stable and within normal range. Ts discussed evaluation the system integrity. No adverse patient effects were reported. Additional information noted that a follow up took place and test shock was performed. Normal shock values were noted, thus the system remains implanted.